Manufacturer narrative:
No product returned. Because no product was returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the IV tubing set was separated in the package. There was no patient involvement.

Manufacturer narrative:
The fourth primary set model 2420-0007 lot 20023352 was not received from the customer for inspection and testing. The device history record for primary set model 2420-0007 lot 20023352 was performed. The search showed a total of (B)(4) units in 1 lot were built on 24 feb 2020. There were no related qn¿s (quality notifications) issued during the production build of this set for the failure mode reported for the given time frame.

Event description:
It was reported that the IV tubing set was separated in the package. There was no patient involvement.